Event description:
A pt contacted zoll customer support to report that the monitor was unresponsive. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor is unresponsive) has been confirmed. As received, the monitor would not power on. Upon eval, there was an electrolyte leak inside the unit. The cause of the inability to power on is electrolyte damage. The cause of the electrolyte leak is an overcharge at high voltage capacitor c19. The cause of the overcharge is a constantly active converter. The cause of the constantly active converter is a lack of 5.4v output voltage at dc-dc controller component u600. The root cause for the lack of voltage cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.